Event description:
Essure should be taken off the market. I've had nothing but problems since I had mine put in around 2011/2012, doctors should not recommend this product. I get horrible ovarian cysts where one of the coils is located at, I've had uterine bleeding from this product, please be aware.